Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported difficulty to insert could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulty and subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a prostyle device after a percutaneous cardiac intervention procedure using an 8f sheath. Reportedly, a hematoma had started forming in the patient prior to device insertion; the device was backloaded onto the guidewire, however, it could not be advanced into the tissue. Manual compression was held for 15 minutes prior to using the femostop device to achieve hemostasis. There was no adverse patient sequela and no clinically significant delay to the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.